Event description:
Customer states that pump continued to run after dose was delivered. Rate and dosage provided were 500 ml/hr and 10 ml. There was no pt impact reported.

Manufacturer narrative:
Pump has been tested several times suing water, and each times when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.